Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Appearance confirmation - the returned device was run through. - the ptfe coat had intermittently peeled off along approximately 1100mm to approx. 1230mm from the distal end. - no anomalies were found in appearance in other parts. Dimensions - the outer diameters of the platinum coil, stainless-steel coil, and shaft: they met the factory's specifications. No anomaly was found. History investigation of the involved product code and lot number - no anomaly was found in the results of the history investigation. Simulation test - as a result of inserting the run through ns into a metal device and applying the abrasion load while the shaft was in contact with the metal device, the ptfe coat peeled off. Based on the investigation results, no anomaly was found in the manufacturing history records and in the dimensions. As one of the possibilities, it was considered that the ptfe coat peeled off due to abrasion load from some hard object (such as a metal device) applied on the shaft during operation, reducing lubricity and causing anomaly. However, since the details of the procedure were unknown, it was not possible to clarify what the hard object was. Relevant instructions for use (IFU) reference: - if any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. - do not use the run through ns with devices which contain metal parts such as atherectomy catheters. Do not manipulate the run through ns through the stent struts. Such manipulations may cause the run through ns hydrophilic polymer coating to peel off, and damage and/or sever the wire. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following information: it was reported that the product was used for the case of rca # 2. After the wire in question passed through and the balloon was inflated, when delivering dcb (nipro sequent please 3.0*30), it was caught and the system was removed. After replacing the wire with a competitor's, the same issue occurred. The procedure outcome was not reported. There was no harm to the patient reported.